Manufacturer narrative:
A bayer field service engineer performed a system service checkout of the avanta fluid management system, serial number (B)(4) on (B)(6) 2014 and the unit was found to be operating to specification. The disposables from the alleged incident were discarded and not available for evaluation. In addition, the site was unable to provide lot numbers in use during the alleged incident. The avanta fluid management system has been in use daily at the site since the reported occurrence. No additional applications training was desired by the customer.

Event description:
The site reported the following to a bayer r & I representative: a male patient suffered a cardiac arrest while connected to the avanta fluid management system, serial number (B)(4). The patient became asystolic following the first injection into the lad (left anterior descending) artery. An air embolism was visualized in the lca (left coronary artery). The patient required cardiopulmonary resuscitation (CPR) for a brief period and then recovered. He was awake, oriented and stable after the procedure. No further medical or surgical intervention was needed. The physician that performed the procedure stated that the incident was due to user error.